Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent high, out of range hv lead impedance was observed. The physician elected to take no action other than to monitor the patient.